Manufacturer narrative:
External insulation abrasion was noted at 3.0 cm to 3.7 cm and 22.9 cm to 23.3 cm from the distal top consistent with lead friction to another device or feature of the heart. This is consistent with the observation from the field of noise.

Event description:
It was reported that the patient presented in clinic on an unknown date. Atrial lead noise was discovered. No other electrical anomalies were reported. 1 to 2 months later, the atrial lead was removed and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure and would continue to be monitored.